Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead exhibited diaphragmatic stimulation. The lead was surgically repositioned and the lead remains in service. No additional adverse patient effects were reported.